Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device, found a tubing leak, tubing was reconnected and the problem was solved.

Event description:
It was reported that during set up a ventilator had an air supply loss alarm. There was no patient involvement.